Event description:
Using dexcom 7 for continuous glucose monitoring after doubling the dose of my semaglutide to 1mg. Request by diabetic pharmacist and primary medical doctor to download data. Unable to access the clarity program to do this, email and password not recognized even though I have an active account. After 4 phone calls, one hang up, 3 people, 12 attempts by dexcom to send me an email code (they refuse to use the mobile phone number on file for the code) and 80 minutes, case unresolved. Technician support could not rectify. Dexcom will not allow me to open a new account for clarity or their phone app. Data is unavailable for monitoring.